Manufacturer narrative:
Citation: marielle gouton. Late management of truncus arteriosus: 20 years of humanitarian experience. Cardiology in the young. 2018 february; 28(2): 302-308. Doi: 10.1017/s1047951117002050 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding late management of truncus arteriosus in pediatric patients. All data were collected from a single center between 1996 and 2017. The study population included 33 patients, 17 of which were implanted with a hancock. Serial numbers were not provided. The study population was predominantly male; mean age 3 years. Among all patients adverse events included: cardiac tamponade, sternitis, mediastinitis treated with reoperation. Other adverse events included: infection, pulmonary hypertension, endocarditis six months post implant, mild aortic insufficiency, stenosis with increased gradient measurement, and replacement due to patient outgrowth. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.